Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. Patient alleged of having shortness of breath, headaches and dizziness, and had to go to the cardiologist. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged shortness of breath, headaches and dizziness. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Upon external/internal examination, the manufacturer found sound abatement foam degradation and breakdown was visibly observed in the base unit. Pil found sound abatement foam degradation throughout the blower box, on the inside surface of the blower upper cap, where the blower rests in the blower box, and blower box cap. A black tar-like substance was located on the inside surface of the lower enclosure which is consistent with sound abatement foam degradation. Pil found that other contaminants located in this investigation were sourced from external environmental conditions. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath. Slight black contamination at the blower seal of the blower box is consistent with keratin contamination observed. The device's downloaded event log was reviewed by the manufacturer and found 21 instanced errors. The manufacturer concludes the device has contamination and there was evidence of sound abatement foam degradation.

Manufacturer narrative:
Additional information was received on 05/21/2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged shortness of breath, headaches and dizziness. Additional information was received about alleged visualization of particle. There was no report of serious patient harm or injury.